Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the onset, the patient began treatment with injection fortum (1 gm in each bag, intraperitoneally (ip)) and injection vancomycin (1 gm, every fifth day, ip) for the event of peritonitis. Ten days later, the patient was hospitalized for the event. Treatments with injection fortum and vancomycin were ongoing and patient was still in the hospital at the time of the report. The patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.